Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. This complaint is being reported late due to the following factors: it was initially assessed as non-safety. The defect that is the cause of this complaint was initially assessed as non-safety, in alignment with the initial assessment of the complaint. A recent complaint related to the defect was flagged as safety, which prompted a re-assessment of the defect as safety. The database was then searched for previous related complaints and retroactively re-assessed them as reportable, based on the defect risk assessment and the reporting of the recent case that triggered the re-assessment of the defect. This complaint has been retroactively re-assessed as reportable. The recent complaint was reported under MFR nos. 2950347-2016-00001.

Event description:
It was reported that there was an error when assigning a care plan to a patient. Based on the available information, there was no actual mistreatment.